Event description:
The customer reported to olympus, during routine testing, the endoscope tested positive for microbial contamination. All channels tested positive for seven (7) colony forming units (cfu) of escherichia coli. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Initial reporter name and address: establishment name: (B)(6). The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The olympus scope was sent to an independent laboratory for culture testing and the customer¿s allegation was confirmed. The channels of the scope tested positive for pseudomonas aeruginosa. As a result of the test results, the scope will undergo additional culturing, which is currently pending.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices and the device evaluation. The user provided their cds practices of the subject device where the detergent used for pre-cleaning is aniosyme x3. The device is manually processed with a kl scope clean model brush. The device is not manually disinfected. The device is processed in a wassenburg automated endoscope reprocessor (aer) with endohigh detergent and endohigh paa disinfectant. The device is stored in a dry300 drying cabinet. Olympus is the maintenance provider of the subject device. Per the third-party culture results requested by olympus, the device was also positive for 12 colony-forming units (cfu) of staphylococcus negative coagulase. The subject device was evaluated where the following defects were noted: the distal end cap cover insulation was below the threshold. The light guide lens and charged coupled device (ccd) lens were chipped. The bending section rubber glue was worn out. The air/water and suction cylinder nuts were damaged. The air/water and suction cylinders were scratched. The key top 1 indication marking was faded. The universal cord had wrinkles. The connector was discolored. The angulations were less than the specified value. When using the channel cleaning brush, the biopsy channel was worn and the forceps movement was impeded. The legal manufacturer¿s investigation has not yet been completed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted however, those defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.